Event description:
It was observed during the device inspection that the bronchovideoscope exhibited a noisy image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, the observed noisy image was attributed to a corroded endoscope plug unit. A definitive root cause for the corrosion could not be established. It is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue olympus will continue to monitor field performance for this device.